Event description:
The sample port section from the foley was completely separated from the tubing. Rn found it in the bed and stated that no specimens had been retrieved from that port in recent days. Not only did the separation allow the foley to leak urine out on to the bed of a patient with recent burn grafts, it was a break in of a closed system putting the patient at risk for cauti too.